Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was 56 mg/dl, and the meter bg reading was 118mg/dl. No additional patient or event information was available. A root cause could not be determined. A replacement sensor was sent to the customer.